Manufacturer narrative:
Product analysis: the product has not been returned therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, an unspecified access site complication occurred and was treated with a percutaneous intervention. No additional adverse patient effects were reported.